Manufacturer narrative:
The ep4 stimulator was received for evaluation. The returned unit was tested and met all specifications. The reported unintentional stimulation could not be duplicated. The cause for the reported unintentional stimulation remains unknown.

Event description:
It was reported that during a case, when the user changed from the f5 protocol to the f8 protocol, unintentional stimulation occurred immediately upon pressing f8. The touch screen changed to the programmed stimulation screen, with a light blue background and the green "stim" button changing to a red "halt" button. The user was able to stop the stimulating by pressing the "halt" command button.